Event description:
Ous MDR - via home monitoring several measure of high impedance (>3000ohm) have been received from (B)(6) 2012. During the active control noise was seen on the left channel while moving the ICD and making the pt move his arm.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 34 cm distal to the is-1 connector pin. Only the proximal part was received. It is reasonable to assume that the lead was dissected in the course of the surgery. Further damages of the lead insulation were most likely caused by a laser cutter during the extraction procedure. Due to the damages the electrical inspection of the lead was limited to the dc resistances of the lead fragment. No peculiarities were found. In addition, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test the analysis did not reveal any sign of a material or manufacturing problem.